Event description:
The article, "Outcomes of left atrioventricular valve operation following atrioventricular septal defect repair" was reviewed.This research article is a retrospective multicenter experience to evaluate the characteristics and long-term outcomes of patients who required a left atrioventricular valve (LAAV) operation after atrioventricular septal defect (AVSD) repair and to identify factors associated with adverse outcomes. The devices included in the study were St. Jude Mechanical valves, Carbomedics valves, and Melody valve. The article concluded that adverse outcomes remain common following LAVV operation. Smaller infants and infants requiring earlier operation and complex type repairs are at greatest risk. "[The primary and corresponding author was Alison Howel, ,Division of Cardiology, The Hospital for Sick Children, 555 University Ave, Toronto, Ontario, Canada M5G 1E8, with corresponding E-mail: Alison.Howell@sickkids.ca.]"This study included patients with AVSD who underwent LAAV from 01 January 2000 to 31 December 2020. A total of 59 patients were included in the study, of which an unknown amount received an Abbott device. The median age of the left atrioventricular valve group was 0.42 years. The median age of the no adverse effects group was 0.43 years. The median age of the adverse effects group was 0.4 years. The majority gender was female. Comorbidities included arrythmia, tachycardia, bradycardia, cardiac failure, respiratory insufficiency, thrombus, pneumonia, pleural effusion, renal failure, pulmonary hypertension, sepsis, infection, endocarditis, and pneumothorax.

Manufacturer narrative:
Summarized patient outcomes/complications of St. Jude Mechanical Heart Valve were reported in a research article in a subject population with multiple co-morbidities including arrythmia, tachycardia, bradycardia, cardiac failure, respiratory insufficiency, thrombus, pneumonia, pleural effusion, renal failure, pulmonary hypertension, sepsis, infection, endocarditis, and pneumothorax. Complications reported included death, Thrombus, Endocarditis, Sepsis, Mitral Stenosis, Renal Failure, Heart Failure, Respiratory Insufficiency, Pneumonia, Mitral Regurgitation, Pleural Effusion, Post-Operative Wound Infection, Heart Block, Tachycardia, Bradycardia, Hypertension, Surgical Intervention (device explant, permanent pacemaker), Unexpected Medical Intervention (ECMO), Hospitalization/Prolonged-Hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.B2: Death date was estimated.B3: Event date was estimated.D4: The UDI number is not known as the part and lot number were not provided.